Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit failed the ventilator leak test when checked prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt340 breathing circuit was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole, about 86cm from the proximal connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to determine how the limb came to be damaged. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit failed the ventilator leak test when checked prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 breathing circuit is en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.